Event description:
It was reported that although the vacuum on the device was functioning, its strength of suction could not be adjusted during use. The device continued to be used. When the tube from the device was removed from the patient, the patient's blood pressure decreased. It is unknown how much the blood pressure decreased. The patient's blood pressure improved due to an unspecified treatment by the surgeon. The current status of ths patient is unknown.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.